Event description:
During pt treatment, the mean airway pressure fluctuated. Attempts to stabilize/correct were unsuccessful. The pt was placed on another 3100a to continue treatment. There were no reports of any pt compromise.